Manufacturer narrative:
Concomitant medical products: w1tr02 crt-p implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead displayed high thresholds and no capture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.